Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of post-implantation-increased gradient was unable to be confirmed. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per the initial report, the patient's 3-year follow-up echo indicated an aortic valve area of 0.9cm2 which is an indication for severe stenosis. Additional information received from pmch clinical trial indicated that aortic valve area was corrected to be 1.4cm2. This is no longer considered to be severe stenosis and is no longer FDA-reportable.

Event description:
Additional information was reported that

Event description:
As reported from the sapien ultra pmch clinical trial in canada, using a 23mm sapien 3 ultra valve in the aortic position, the patient's 3-year follow-up echo indicated an aortic valve area of 0.9cm2 which is an indication for severe stenosis. Further information is not available at this time. Patient demographics were unable to be obtained. No adverse event reported.

Manufacturer narrative:
The investigation is outgoing.